Manufacturer narrative:
Common device name (ove): intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent anterior cervical discectomy and fusion. During surgery, the cage broke when the surgeon attempted to remove it in order to implant a smaller size cage. It was eventually removed and a smaller size cage was successfully used to replace it. All of the broken fragments were removed from the patient's body. No patient complications reported as the result of the event.

Manufacturer narrative:
Additional information: product analysis: visual analysis was performed on the returned cage. The top of the cage was broken. Per the reported event, the cage broke during the removal process so that a smaller cage could be installed. This type of damage is consistent with material overload. If information is provided in the future, a supplemental report will be issued.